Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer reverted to alternative method of insulin delivery. It was also reported that the insulin gauge was inaccurate. Reportedly, customer was using cold insulin to fill their cartridge. Customer's blood glucose level (bg) level was "high" although specific value not provided. Bg was addressed via correction injection via manual dose injection.